Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, olympus confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "see attachment procedure and warning column in 7.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
Additional information reported that the recovered distal cover was not damaged. The customer did not apply anti-fog agent to the scope lens. There were no other chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and pulled and twisted the cover to make sure it does not come off prior to the procedure as well.

Event description:
It was reported to olympus that during an endoscopic retrograde cholangiopancreatography for a sphincterotomy and balloon extraction of stones, the distal cover of the evis exera iii duodenovideoscope came off the scope in the patient's mouth as the surgeon was withdrawing the scope. It was stated that the surgeon withdrew the scope very quickly. The procedure and sedation were prolonged by about 10 minutes while an esophagogastroduodenoscope was inserted to look for the cover. It was found lodged under the patient's bite block as the esophagogastroduodenoscope was withdrawn and was retrieved manually. No forceps or other retrieval methods were required. The condition of the patient was not impacted. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.